Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant saline mentor smooth round moderate profile 375cc, lot: number: 6761276 , catalog number 3502450 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent reconstructive revision with mentor smooth round moderate profile 375cc saline breast implants which the left side deflated after implantation. As a result, the patient underwent bilateral removal and replacement with gel implants as follow: left: catalog number: 350-4501bc, lot number:7504579, right: catalog number: 350-4501bc, lot number: 750579 on (B)(6) 2017.

Manufacturer narrative:
On 4/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The date of implantation reported incorrectly in the initial report, the correct date is (B)(6) 2014. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White and yellow material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 0.5 cm was observed within the crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).